Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow-up. The patient was getting af triggered egm due to rv rate variability on the icm device. Oversensing of t-waves was noted on the device. Programming changes were discussed. No further information is available at this time.